Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens insertion attempt into the eye was unsuccessful. Incision enlargement was required; however, it is unknown if sutures were used during the surgery. Additional information was requested but has not been received.

Manufacturer narrative:
Additional information was requested but was not received. The lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be determined.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic bent. Functional testing cannot be performed due to the damage. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, the root cause of the reported event could not be determined.

Event description:
The reported event occurred during surgery to the patient's right eye.